Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump had been placed into storage mode and was subsequently noted to be unresponsive despite connecting the pump to a power source to charge. The customer's blood glucose level was 251 mg/dl. The customer delivered a bolus. Reportedly, the customer has an alternate pump available as alternate insulin therapy.